Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter. During the procedure, the 5max ace catheter successfully captured thrombus and was removed. Angiography was performed which showed reconstitution of flow in the mca and a distal embolization was found. No further action was taken. The distal embolus has a possible relationship to the 5max ace catheter. The patient expired on (B)(6) 2014 due to cardio-respiratory failure unrelated to the distal embolus.

Manufacturer narrative:
Conclusion: distal embolization is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The hospital discarded the device.